Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular lead exhibited non sustained noise oversensing. The lead was capped and replaced. The patient was noted to be -ok- before, during and after surgery.